Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) said last thursday they woke up and was real shaky and could not even talk and they checked with their remote and their ins was turned off so they turned it back on and was fine, they did not notice what the battery level was at the time but they charged for 3 hours and and the charger did not show the charge complete icon like it normally does when they recharge every 4 days, until after the pt pressed the stop charge button. Patient services (pss) asked pt if they may have accidentally skipped a recharge and did not recharge every 4 days and pt said they may have but said they write it down every time they charge and it was fine last tuesday, the last time they charged was friday like normal. Pt said they have not had any programming changes and did not change their setting they have not seen their dbs doctor in a year. Worked with pt to check using their 37642 programmer and pt saw on/ok and the implantable neurostimulator (ins) battery level was 75%. Pt checked the recharging equipment and stated they did not notice any visible damage. Worked with pt to start a charging session and pt was successful to start charging with 8 black coupling boxes the ins battery level showed between 75 and 100 percent and top it off often. Reviewed some recharging best practices and recommended pt charge more often to bring the ins level to 100 percent. When pt pressed the x button they saw the charge complete screen and then checked again with their 37642 which showed the ins battery fully charged. Reviewed the wireless transition and pt said they were not yet ready to start the process but were interested in learning more about it. Pt said, their dbs doctor retired and they have a new doctor they can't see until may. Offered to reach out to the reps in the area to see if a rep may call the patient to provide further information about the wireless transition. Reviewed some other doctors in the area and offered and emailed the reps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.